Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Conclusion: record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 1-2 years prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb.